Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was received, which indicated that the patient had a pump exchange due to pump thrombus.

Manufacturer narrative:
The patient remains ongoing with the newly implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the suspected thrombus could not be conclusively determined. The product was not returned and log files were not submitted. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had vague complaints here and there of shortness of breath, but the patient's lactate dehydrogenase was elevated since (B)(6) 2013. The patient was on and off coumadin multiple times, and the last dose was stopped in (B)(6) 2013 prior to the lactate dehydrogenase rise. The patient was off of coumadin at the time of the event and no log files were available.